Manufacturer narrative:
The investigation was updated due to device return. Investigation summary a photo was returned showing the seal on the tego torn. The reported complaint can be confirmed. The probable cause of the torn seal and subsequent no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Received two (2) used d1000 tego connectors for inspection. Excessive seal tearing was found on each tego along the top rim of the yellow body. The reported complaint of a torn seal can be confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history was reviewed and no nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
A photo was returned showing the seal on the tego torn. The reported complaint can be confirmed. The probable cause of the torn seal and subsequent no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective actions are in process. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint. Additional information d9.

Manufacturer narrative:
The device is available for evaluation; it has not been received. The investigation is pending.

Event description:
The event involved a tego¿ connector where the customer reported that the silicone membrane broke. The customer added that she was made aware of the problem when the patient was connected on friday (so at the end of the week of use, 4 days after the change of the tego). The event occurred around 1:15 pm, there was no defect noted before, the defective tego was replaced right away. There was unknown patient involvement and no patient harm.